Event description:
It was reported that the cuff was torn during use. This occurred with two cuffs. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. A tear was found. It was found that it is not even possible to inflate cuff as it leaks so badly. The reported complaint is confirmed. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history records could not be completed as no lot number was provided by the customer.